Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has to press the wake button multiple times for the pump to respond. During troubleshooting with tandem technical support the button was functioning as intended. Customer's blood glucose level was not impacted.